Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The iabp unit was sent to the customer's biomed who charged the iabp unit overnight. The biomed performed the battery runtime test as per factory specifications and was intermittently unable to initiate the test. A getinge service territory manager (stm) was dispatched to investigate. The stm reviewed the iabp log files and observed fault code #45 with no other preceding fault codes. The stm was unable to duplicate the customer's reported issue and, as a precautionary measure, replaced the datasettes. Subsequently, all safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the battery for the cs300 intra-aortic balloon pump (iabp) would not operate despite being fully charged. There was no patient involved; thus, no adverse event reported.